Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 20mm x 3.00mm nc quantum apex balloon catheter was advanced to dilate the lesion. However, when the device was advanced to the guide catheter, the shaft got fractured outside of the body before reaching the patient's coronary. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.